Event description:
Surgeon performed a rotator cuff repair using 3 screw type anchors and a mitek cufftack anchor. A second procedure was performed 6-months later and found that the cufftack anchor had popped out. He was able to retrieve the anchor and fix the repair again using another screw type anchor.